Event description:
A malfunction was reported on the pump, with the caller noting no significant events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue happened again, which the caller acknowledged and understood.